Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device delivered multiple shocks due to a ventricular tachycardia episode and failed to slow the rhythm. The patient was asymptomatic during the event. The device was explanted and replaced. No further information is available.

Event description:
Additional information received indicated the patient was in a stable condition.